Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. Tandem's customer technical support (cts) assisted the customer with filling the cartridge without resistance. The reported issue did not impact the customer's blood glucose (bg) level. However, the customer reported a bg level in the 400's and the customer stated that this was due to a bad site. As the customer declined troubleshooting, cts was unable to confirm if the site cause the elevated bg level.